Manufacturer narrative:
(B)(4). The customer reported problem of "cannot turn on" was confirmed by service as a keypad issue. The keypad was found to be disconnected, which would prevent the user from turning on the device. A ribbon cable was reconnected to resolve the issue.

Event description:
It was reported that a flogard pump was not able to be powered on. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.